Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that the latitude home monitoring system detected an out of range impedance measurement greater than 2000 ohms for this device system. There was also noise present on the right ventricular non boston scientific lead, which led to a shock several months ago. Since that date, no noise has been noted. The lead and device will be monitored for now. To date, no additional adverse patient effects were reported with this clinical observation.